Manufacturer narrative:
Retain testing of this lot for reactivity with anti k indicates product is performing as expected. Customer sent specimen to a reference lab for evaluation; ficin and peg enhancement techniques were required to identify antibodies.